Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/06/2020. Device evaluation: the lens was received in the original folding carton. The plunger was advanced for delivery to the second detent mark and found locked and functional. The pcb00v device was observed under microscope and no traces of viscoelastic were observed in the cartridge. The direction for use (dfu) includes the following: completely fill the viewing window with ovd. The lens was received out of the device, the lens is cut; most probably related to the lens removal. According to the initial report, the lens was removed after implant. There is a haptic detached; the reported issue was verified. The returned haptic is un-damaged. There were no damages on the assembly; there is no visible gap. The assembly of the device returned was found correct for the pushrod orientation based on preloaded assembly instructions. There is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed and no non-conformance report associated to the production order was found. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during setting of an intraocular lens (iol), model pcb00v, before the procedure on (B)(6) 2020 it was visually observed that the lens was just folded by tucking, but after being implanted, the haptic did not stretch out, the haptic did not open and appeared to be stuck to the optics. When they looked closely, it was noted that the lead haptic was broken and lost. After absence of the haptic was confirmed, the iol was removed by expanding the incision. The procedure was completed successfully with the back-up lens. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).